Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed motor error. The customer also received motion sensor test failure alarms in the past as well. He mentioned that he was almost certain that the insulin pump alarmed motor position encoder error. The patient's blood glucose during a recent motor error event was 150 mg/dl. The insulin pump was exposed to a magnetic field yesterday; the customer mentioned that the magnetics are less than a half inch in size and that he is always around those magnetics. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and unexpected restart error test due to motor error alarms. Unable to confirm motor position encoder error alarm due to overwritten history file. Unable to confirm motion sensor test failure alarm due to motor error alarm. However, the insulin pump passed displacement test, rewind test, basic occlusion test, prime test and self-test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker and minor scratches on the display window noted.